Event description:
It was reported that the pt was implanted a long-term dialysis catheter from right internal jugular vein on (B)(6) 2012, with two months of hemodialysis with the catheter. The dialysis procedure is smooth. On (B)(6) 2012, the pt was found of catheter dropped off the body in 3 cm and massive bleeding at home and sent to hosp for treatment. The exam after the treatment found that cuff has separated from the catheter and grown together with the tissue, but the catheter dropped off. Because of the large amount of bleeding, after the treatment of oppression hemostasis, another catheter was placed in the right internal jugular vein. Up to now, the catheter is in good use.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after removal. A lot history review (lhr) of revg1020 showed no other similar product complaint(s) from this lot number.